Manufacturer narrative:
Qn#(B)(4). Comprehensive verification testing could not be performed because no sample was returned for evaluation. Manufacturing records were reviewed based on the most recent lot shipped to the customer prior to the event and that lot is included in the scope of recall z-2462-2015. Therefore, the cause is manufacturing related and further investigation has been initiated.

Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported a PICC line was being inserted into a patient in the acute medical department. During insertion, the nurse attempted to peel away the sheath and the one tab broke off. She was able to remove the sheath completely and the catheter remained in place. There was no delay in treatment and no patient death or complications reported.